Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion oxygenator, it was reported that a small amount of serum was observed leaking from the bottom gas outlet and that the partial pressure of oxygen (po2) got down to 50 at the end of the four hour pump run. The patient lost 2 cubic centimeter (cc) of blood due to the leak, and no unplanned blood transfusion was required. The same leak did not appear in multiple packs. The device was used complete the procedure. There was no adverse patient effect associated with this event. There were three lots of fusion oxygenator used in the manufacture of this custom pack: 232833329, 232974509 and 232846177.

Manufacturer narrative:
B.5.medtronic received additional information that patient platelets: 185.fibrinogen: none drawn pre-bypass, 100 on bypass.the surgery was type a dissection repair with deep hypothermic circulatory arrest (dhca) and antegrade cerebral perfusion (acp).patient with severe metabolic acidosis requiring 700meq sodium bicarbonate on bypass and a lactate of >15.9. Bypass time: 4:13 crossclamp time: 2:28 dhca: 00:07 dhca with acp: 1:07 activated clotting time(acts) were >1005 throughout the bypass run until the last act at 00:16, which was 656. An additional 10,000 units of heparin was given during the bypass run. No oxygen analyzer was in line due to malignant hyperthermia. Blender seemed to be working appropriately. Did not switch to oxygen tank due to coming off bypass. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.